Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. Upon conclusion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump flow was low during impella 5.5 support. The staff added tpa per protocol to the pump flow bag to troubleshoot the issue. Support continued with the implanted pump, but the family later decided to withdraw care and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).